Manufacturer narrative:
Follow-up 09/05/2016: customer reported that they temporarily reverted to lantus insulin injections for diabetes management. Customer reinstated use of the pump and set a decreased temporary basal insulin rate for 2 hours to account for the remaining active lantus insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 339 (mg/dl). Customer indicated that they would deliver a bolus to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.